Event description:
The event involved a plum 360 infusion pump. The device had an air alarm when infusing a normal saline bag at 500ml/hour, and the pump did not alarm until the air was past the cassette. The event occurred at the end of infusion. There was patient involvement, but no patient harm or adverse event reported and there was no delay in therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was not returned; therefore, visual inspection and functional testing were not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, so a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. The report stating that the device had an air alarm when infusion normal saline bag at 500ml/hour and the pump did not alarm until the air was past the cassette could not be confirmed. Due to a lack of information, no probable cause was determined.